Event description:
An initial report of patient hospitalization was received by united therapeutics on (B)(6)2023 and forwarded to millyard advanced medical products, llc on (B)(6) 2023. The patient's wife reported multiple pumps alarmed pump failure with code 4-9322: "pump nitinol broken or fet failed". No symptoms were reported. The patient was hospitalized on (B)(6) 2023 as a result of the failures, and replacement pumps were sent. The patient's wife reported that the patient was discharged the next da, (B)(6) 2023. Products identified as being related to the complaint were received on 02-oct-2023. Upon inspection, it was noted that the returned pumps and remotes were not mentioned in the complaint. Additionally, system logs did not show any activity leading up to the date of the complaint. As such, the returned materials are not relevant to the complaint. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.

Event description:
An initial MDR regarding this case was filed 18-oct-2023 (report number 3016798778-2023-00057). Additional information was received by millyard advanced medical products, llc by way of a completed technical investigation on recently received materials that were in use by the patient during the referenced event. Remote (B)(6) was returned searching for pump (B)(6). Pump (B)(6) was returned without being paired to one of the returned remotes. Thus, remote (B)(6) was paired to pump (B)(6) for investigation. Four pumps (B)(6) were returned for the report of a pump failure alarm. The pumps were investigated, and the report of pump failure was confirmed to be due to hardware failure. All four systems functioned within specification as they entered a failsafe state after alarming. Logs from remote (B)(6) (paired with pump (B)(6)) show that remote battery low attention alarms were generated in the week leading up to, and on date of the complaint. The battery life of the remote over this time was graphed and showed that the remote battery had been fully depleted on the date of the complaint. The remote had no issues charging during the investigation. No pump failure alarms were seen in the pump's history. A test delivery was initiated and finished with an expected cassette depleted alarm at the end of the normal 72 hour run-time. The report of pump failure on (B)(6) was not confirmed. The report that remote (B)(6) would not power on was confirmed to be due to the remote not being charged. The system functioned within specification with no problem found.